Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated (blown), contaminating the unit, and causing low o2. However, the complaint of no yellow light was not confirmed, as the unit was only evaluated for the sieve contamination. The underlying cause could not be determined.

Event description:
Dealer advised low o2 without yellow light with 4285 hours.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer advised low o2 without yellow light with 4285 hours.